Event description:
It was reported that this device was suspected of exhibiting premature battery depletion behavior. A decrease in the estimated battery longevity was observed between follow-up visits. The device had reached eol; however, during the previous interrogation, the device showed that the estimated battery longevity had 2.5 years remaining (magnet rate (B)(4)) with satisfactory and stable lead measurements/parameters. At the 12-month check, the cardiac technician had expressed concern over the apparent accelerated battery depletion between the follow-up visits. Technical services were consulted and confirmed that this device was not exhibiting premature behavior. The device had been implanted for 12 years, and it was further explained that the observed challenge with replacement indicators would be described as not meeting expectations given the previous indication of 2.5 years remaining. This device was explanted and replaced. No adverse patient effects were reported. This device was not received for analysis; however, it is expected that the device will be returned. Should additional information become available, a supplemental report will be provided.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that battery status indicators were different than expected based on information provided to boston scientific. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please refer to the event description for more information regarding the specific circumstances of this event. Please note this pacemaker's battery was designed to estimate remaining longevity (and trigger corresponding device replacement indicators) based on the pacing capacitor charge time, which progressively increases as the battery depletes. These pacemakers were not designed with an ability to calculate remaining longevity for every possible current drain, which may cause replacement indicators to trigger earlier than what was previously estimated; however, it does not negatively impact the use, operation, safety, or performance of the device.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device data was insufficient to obtain battery status. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, it was reported from the field that the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion but exhibited inconsistent longevity remaining estimates. Of note, the estimated remaining battery longevity of this pacemaker was designed to be calculated (and trigger corresponding device replacement indicators) based on the pacing capacitor charge time, which progressively increases as the battery depletes. These pacemakers were not designed with an ability to calculate remaining longevity for every possible current drain, which may cause replacement indicators to trigger earlier than what was previously estimated; however, it does not negatively impact the use, operation, safety, or performance of the device.

Event description:
It was reported that this device was suspected of exhibiting premature battery depletion behavior. A decrease in the estimated battery longevity was observed between follow-up visits. The device reached had reached eol in january; however, during the previous interrogation, the device showed that the estimated battery longevity had 2.5 years remaining (magnet rate 100bpm) with satisfactory and stable lead measurements/parameters. At the 12-month check, the cardiac technician had expressed concern over the apparent accelerated battery depletion between september and the device reaching eol in january 2023. Technical services were consulted and confirmed that this device was not exhibiting premature behavior. The device had been implanted for 12 years, and it was further explained that the observed challenge with replacement indicators would be described as not meeting expectations given the indication in sept 2022 of 2.5 years remaining. This device was explanted and replaced. No adverse patient effects were reported. Additional information: the device was returned for further investigation. This supplemental report contains a technical analysis of the device.